Event description:
It was reported that a shaft break occurred. The target lesion details are unknown. During a percutaneous coronary intervention, a guidezilla was delivered to the target lesion, using two guidewires, however resistance was encountered in the guiding catheter. This device was removed with resistance, and it was noted that the shaft was separated. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).